Manufacturer narrative:
The reported icy EU catheter leaking balloon was not confirmed. No leak was observed on the returned icy EU catheter (lot 88894) during visual inspection and functional testing. The patient died a day after ivtm therapy ended. The cause of death was hypoxia and not related to the alleged balloon leak per the customer. Functional testing of the returned icy EU catheter was performed. All infusion ports and extension tubes were flushed without resistance. The catheter was connected to a pressurized inflation device, the balloons fully inflated when pressurized up to 100 psi without any issues. The balloons did not leak during inflation and deflation. No leak was observed. All lumens flushed as intended. Visual inspection of the returned icy EU catheter was performed, no physical damage to the catheter was observed. The balloons were examined and there were no tears, balloon bond detachment or rupture. Balloons were covered in dried blood. In additional, the icy catheter was also tested in the zoll ivtm thermogard system: the returned icy EU catheter was connected to the zoll standard suk and ran on the ivtm thermogard system for one hour in the max warming mode with a target temperature of 37°c and another hour in the max cooling mode with a target temperature of 35°c, no leak was observed on the catheter. During manufacturing, all catheters are 100 % inspected for leaks by subjecting them to pressure testing. Only units that pass are moved to the next process. Historical complaints were reviewed for service information related to the reported complaint and there were no previous complaints reported for icy EU catheter lot number 88894.

Event description:
It was initially reported that on (B)(6) 2019 the icy EU catheter exhibited a leaking balloon. On (B)(6) 2019, received additional information from the customer indicating that the incident occurred during the first 60 minutes of ivtm treatment. The catheter was replaced to continue with treatment, there were no alarm error messages display on the ivtm system. Customer also indicated that the patient passed away 1 day after on (B)(6) 2019 from hypoxia, this unrelated to the ivtm system. The ivtm treatment had already been completed and the ivtm system was not connected to the patient when the patient passed away.